Event description:
It was reported that the reservoir volume beeps low volume but the actual remaining volume in bag was not low. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Functional testing of three accuracy tests and one pump was found to be over delivering to the manufacturing specifications. The root cause of the reported issue was found to be inaccurate delivery the expulsor was out of specifications. Actions were taken to mitigate the reported issue: replaced the expulsor.